Manufacturer narrative:
Failure analysis noted that the pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. There was no motion sensor test failure alarm. All operating currents were within specifications. There were no unexpected low battery or off no power alarm. They were unable to verify the excessive no delivery or low reservoir alarm due to constant motor error alarm during bolus delivery. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, motor position encoder error alarm, motion sensor test failure alarm, and no delivery alarm. The blood glucose at the time of the incident was 122 mg/dl. The customer was changing the infusion set when the motor error was received. The customer stated also receiving a low reservoir alarm and low battery alarm. Troubleshooting was performed. The device was returned for analysis.